Event description:
It was reported that the patients spinal cord stimulator (scs) device was swapped to a non-bsc device due to an unknown reason. The explanted products were disposed by the facility. Additional information was received that the reason for the explant procedure was due to physicians preference.

Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately in (B)(6) 2022. Block d6b: (B)(6) 2022. Additional suspect medical device component involved in the event: product family: scs-paddle leads: upn: m365sc8352500. Model: sc-8352-50. Serial: (B)(6). Batch: 7017255.

Event description:
It was reported that the patients spinal cord stimulator (scs) device was swapped to a non-bsc device due to an unknown reason. The explanted products were disposed by the facility.